Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Without x-ray of the clinical case just after post placement, then before repairing and no further details for bonding, it is possible to emit hypothesis only. The lack of ferrule's effect combined with insufficient remaining wall are probably the main reason of failure. This submission is being made after an acquisition and internal audit of rtd.

Event description:
It was reported that a dt light post broke. No injury was reported. However the dentist reopened the tooth and rebuilt it.